Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken display. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a service history review were performed. The broken display was identified during evaluation. The cause of the condition was not determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.